Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect uim component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect uim component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresolved intermittent blank display on the user interface module (uim) of this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
Results of investigation: they vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was found to be a corrupted boot loader.